Event description:
It was reported that this system has exhibited chronically high shock impedance measurements which had exceeded 125 ohms. A revision procedure will be scheduled in the future. No adverse patient effects were reported. It was reported that this system has exhibited chronically high shock impedance measurements which had exceeded 125 ohms. A revision procedure will be scheduled in the future. No adverse patient effects were reported. It was reported that this system was subsequently explanted due to noise and oversensing and the continuing out of range shocking impedance measurements. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this system has exhibited chronically high shock impedance measurements which had exceeded 125 ohms. A revision procedure will be scheduled in the future. No adverse patient effects were reported. It was reported that this system has exhibited chronically high shock impedance measurements which had exceeded 125 ohms. A revision procedure will be scheduled in the future. No adverse patient effects were reported. It was reported that this system was subsequently explanted due to noise and oversensing and the continuing out of range shocking impedance measurements. No additional adverse patient effects were reported.

Event description:
It was reported that this system has exhibited chronically high shock impedance measurements which had exceeded 125 ohms. A revision procedure will be scheduled in the future. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system has exhibited chronically high shock impedance measurements which had exceeded 125 ohms. A revision procedure will be scheduled in the future. No adverse patient effects were reported.

Event description:
It was reported that this system has exhibited chronically high shock impedance measurements which had exceeded 125 ohms. A revision procedure will be scheduled in the future. No adverse patient effects were reported. It was reported that this system has exhibited chronically high shock impedance measurements which had exceeded 125 ohms. A revision procedure will be scheduled in the future. No adverse patient effects were reported. It was reported that this system was subsequently explanted due to noise and oversensing and the continuing out of range shocking impedance measurements. No additional adverse patient effects were reported. It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out-of-range shock impedance measurements greater than 145 ohms. No other information was provided. No additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in the report. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.